Manufacturer narrative:
At this time, the product remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that minute ventilation signal oversensing was observed on the right atrial (ra) lead connected to this tachy device. There were reportedly pacing impedance jumps also noted. Pacing impedances jumped from about 700 to about 1600 ohms, which is still within normal limits. The patient also reportedly received inappropriate shocks as a result of the oversensing conducting down. Boston scientific technical services (ts) suggested to turn the respiratory rate trend off (rrt) and the rrt was turned off. No further information is known at this time. No adverse patient effects were reported.